Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficult leaflet grasping and single leaflet device attachment (slda) appears to be due to the challenging patient pathology/morphology. The reported device damaged by another device and partial clip movement was a result of user technique/procedural circumstances of positioning the second clip and it interacted and damaged the first implanted, which resulted in its partial clip movement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was received: medication was administered during the patients hospital stay to treat the sepsis and pulmonary edema. Mitral valve replacement surgery was performed on (B)(6) 2018, and the patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two mitraclip devices referenced are being filed under separate medwatch reports.

Event description:
This is filed to report the clip movement and single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 80508u153) was advanced to the mitral valve and grasping was noted to be difficult. The clip was re-positioned and deployed in the middle of the valve. The second cds (80508u150) was advanced to the mitral valve; however, the clip became stuck on the chordae and the implanted clip a couple times. This caused movement of the first clip. After multiple grasping attempts, the second clip was deployed at p2/p3. The mr was partially reduced but remained severe. The third cds (80508u152) was advanced to the mitral valve. Grasping was difficult which caused more mobility of the first implanted clip. The third clip was implanted close to the first clip for stabilization. No further clips were implanted and the final mr was 4+. On (B)(6) 2018, it was reported that the first clip detached from one leaflet and remained attached to the other leaflet (slda). It was suspected that this was the first implanted clip. On (B)(6) 2018, it was found that an slda occurred with the second clip and the patient suffered from an acute pulmonary edema. The patient is septic and remains hospitalized. After the patient recovers, mitral valve replacement will be performed. No additional information was provided.